Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: when removing the outer cover, the customer noticed that the purple-colored shield was missing.

Manufacturer narrative:
H.6. Investigation: one open and 23 sealed 31g x 5mm pen needle samples and three photos were returned from lot. No. 9324005, cat. No.320129. Visual examination was carried out on the open sample and a missing shield was observed. Visual examination was also carried out on the 23 sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: when removing the outer cover, the customer noticed that the purple-colored shield was missing.